Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 419688 implantable pacing lead implanted: 2012-(B)(6), product ID 507645 implantable pacing lead implanted: 2012-(B)(6), product ID d314trg cardiac resynchronization therapy defibrillator implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in threshold and failure to capture. The rv output was reprogrammed and capture management was changed to monitor only. The rv lead remains in use. The patient is participating in the system longevity study. No patient complications have been reported as a result of this event.